Event description:
Per the clinic, the patient developed granulation tissue and subsequently oral antibiotics was administered (date and duration not reported).

Manufacturer narrative:
This report is submitted on january 05, 2024.